Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient underwent a surgical procedure on (B)(6) 2011 and ams sparc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems and recurrence. It was reported that on (B)(6) 2011, patient underwent posterior repair, uterine prolapse and revision of mesh due to uterine prolapse, menorrhagia, symptomatic rectocele and posterior repair. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011 the patient also underwent total vaginal hysterectomy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and urinary tract infection.